Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The following information was reported: the cam lock was torn off from catheter (the catheter was broken just under the fixation device). The customer had to try two pieces and one was disposed. Both pieces are contaminated. The patient required an additional procedure to replace the catheter.